Event description:
The customer was hospitalized for dka. It was mentioned that the customer changed their first set prior to the admission. It was indicated that there is a possible infection. Troubleshooting was performed. The programming and histories on the pump were accurate. The customer has been on the same set for four days. In addition, the customer refers that before inserting their set, the tape part came off of the needle when they were setting it down into the inserter. The customer put the set back together and then inserted it. A few days later the customer called back and requested assistance in priming the pump.